Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient was explanted due to pain and that they found a herniated disc during explant. The manufacturer attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of complications following the reported explant.